Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) year-old (B)(6) female consumer reporting on self from the united states. The consumer did not have any medical history and was not taking any concomitant medication. On (B)(6) 2013, the consumer used o.b. Ultra absorbency tampons vaginally one tampon once for menstruation as feminine hygiene (lot number and expiration date unspecified). On the same day, when she tried to remove the tampon, the string broke off and the entire tampon stuck in her vagina. After few minutes, she was able to remove it by herself. She continued to use the device. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) year-old caucasian female consumer reporting on self from the united states. The consumer did not have any medical history and was not taking any concomitant medication. On (B)(6) 2013, the consumer used o.b. Ultra absorbency tampons vaginally one tampon once for menstruation as feminine hygiene (lot number and expiration date unspecified). On the same day, when she tried to remove the tampon, the string broke off and the entire tampon stuck in her vagina. After few minutes, she was able to remove it by herself. She continued to use the device. This report was assessed as non-serious and the company causality was assessed as related. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Lot number was not reported. The sample was received on (B)(6) 2013 and was visually and physically inspected and no non-conformances or manufacturing defects were found related to the complaint. Device met specifications. A review of the trending data revealed no trend. A review of product related issue revealed no changes. Based on the investigation results, the returned sample was not verified and the complaint was not confirmed. Complaint trends would continue to be monitored. This report remains non-serious. This report was considered as reportable malfunction case in the united states.